Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual inspection concluded the fiber was received in one piece, there were no defects on fiber body. During the microscopic analysis it was observed that the fiber tip was damaged. Also, there was no light exiting the connector face, indicating an internal connector fracture. The fiber was functionally test and results affirmed that there was no aiming beam. It is likely that this connector fracture could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led to the reported event. The complaint was confirmed. It is probable that the internal connector fracture of the fiber occurred during procedural handling of the fiber during setup or use. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation as an expected or random failure was identified without any design or manufacturing issue.

Event description:
It was reported that during a transurethral holmium laser enucleation of prostate procedure, the fiber was burned out, and it was black after used three times. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber identified an internal connector fracture.